Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction (mi). During the index procedure, the physician placed 3 taxus express2 stents, including a 4.0 x 20 mm, a 4.0 x 8 mm, and a 4.0 x 24 mm. The 4.0 x 24 mm stent was placed in the mid right coronary artery (rca). The other stent locations are unknown. The patient underwent the study defined 13 month follow up angiogram on day 404. The patient was asymptomatic. ECG showed no signs of ischemia, and cardiac enzymes were normal. The angiogram showed good results in the 4.0 x 20 mm stent as well as the 4.0 x 8 mm stent. A focal 75% in-stent restenosis within the 4.0 x 24 mm stent was noted, which was confirmed by ivus. The in-stent restenosis was treated by implantation of another manufacturers 4.0 x 28 mm drug eluting stent, starting at the mid rca and ending at the proximal rca. The stent overlapped the narrowed 4.0 x 24 mm taxus express2 stent. The final result was "good" and the patient was discharged the next day in good condition. The patient was on aspirin and plavix at the time of the event. In the opinion of the physician, there is a possible device relationship.